Event description:
A customer initially reported a connectivity issue with their freestyle navigator transmitter. Upon product investigation, corrosion was observed near the battery compartment of the returned freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A customer alleged that the asp automatic endoscopic reporcessor (aer) was leaking a blue fluid. There is no report of injury or harm. An asp field service engineer assessed the unit onsite.

Event description:
Customer's nephew reported customer received error messages (e-2 and e-3) from their freestyle freedom lite meter. Customer's nephew reported customer experienced symptoms of sweatiness, non-responsiveness and losing consciousness. Paramedics were called and they treated customer with intravenous solution and then transported customer to a health care facility where he was being diagnosed with severe hypoglycemia. The treatment at the health care facility is unknown. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Manufacturer narrative:
This is an initial report. The customer's product has been returned. The connectivity issue was not confirmed and the transmitter was sent further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #2 report should have reflected the date of (B)(6) 2009. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to sharon kapsch, MDR chief policy branch at osb.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.